Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker went into backup-mode. Programming changes were made. The patient was in stable condition.